Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No moisture damage on electronic assembly.

Event description:
It is reported by the pt that their insulin pump has moisture damage. The pt's blood glucose level is unk. Trouble shooting was conducted. Device is being returned. No further info is available.